Event description:
It was reported that staff identified roundish, opaque particles in the 24 cassettes, which ranges in size from very small to large, while others were fibers. Some were fibers of color (red or blue). Several cadds with multiple particles, some with 3 and some with 4. ¿ some of these particles are similar to those we have been seeing at integra dose, while the blue and red are new, these cassettes are used by integra dose for delivery of the controlled substance fentanyl citrate. The event occurred during visual inspection and there were no patient involvement and no patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.